Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test due to motor error alarm. Drive support disk was inspected and no anomaly was noted. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed for a motor error during the rewind. The customer had switched to using manual injections. The drive support cap may have been protruded and the customer was unsure if the insulin pump had been exposed to a strong magnetic field. The customer had not been wearing the insulin pump for three months. The customer was advised that the insulin pump would be replaced.